Event description:
On (B)(6) 2025, patient reported the touch screen was partially non-responsive, with a long crack across the center. The agent verified and confirmed that there was no blood glucose (bg) impact, the patient was instructed to switch to backup therapy. Agent confirmed serial number and address and arranged for a replacement device. No symptoms experienced by the patient during event and no medical intervention required.